Event description:
Additional information was received from a healthcare provider via the company representative who reported that it was originally stated that the patient was non-ambulatory due to ms (multiple sclerosis); however, per the physician, the patient was non-ambulatory due to a cva (cerebrovascular accident) and not ms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving intrathecal bupivacaine 40 mg/ml at 30.206 mg/day and dilaudid 25 mg/ml at 18.879 mg/day via an implanted pump for non-malignant pain. It was reported that the event/difficulty occurred on (B)(6) 2021 during normal use. It was reported the pump was eroding through the skin. It was noted the doctor indicated that due to the patient having multiple sclerosis (ms) and was non-ambulatory, he thought the patient may have been laying directly on the pump site for periods of time. The pump would be explanted on (B)(6) 2021 and a new pump would be implanted at a new pocket site. The issue was not resolved at the time of this report and the patient¿s status was ¿alive- with injury¿ (pump eroded through the skin). The patient¿s weight was asked but unknown and medical history included multiple sclerosis (ms).